Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was likely getting an ultrasound or x-ray done and wanted to know the compatibility. It was reported that they had a kidney infection and it was unknown if it was related to their device or therapy. The first kidney infection began (B)(6) 2017, however, the infection symptoms came back on (B)(6) 2017 after they finished the antibiotics. They were aware that they could not get magnetic resonance imaging (MRI). There were no device issues or further complications reported.